Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2018 - 02247, 0001822565 - 2018 - 02248, 0002648920 - 2018 - 00317, 0002648920 - 2018 - 00316. Concomitant products: part number/description/lot code: 00801803602 femoral head 61199498, 00785801557 sleeve vh proximal 60649450, 00785901500 centralizer 07888662, 00785701500 femoral stem 61104305, 00620205820 shell porous 61049202, 00625006525 bone scr 6.5x25 self-tap 61185883, 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 61185883, 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 61077213. Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : not returned to manufacturer

Event description:
It was reported that a patient experienced a procedural related complication was reported which required medical intervention to remove a hematoma. Attempts have been made and no further information has been made available at this time.